Event description:
A surgeon reported having a patient with decreased visual acuity following bilateral intraocular lens (iol) implant surgery. There are two medical device reports for associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 04/03/2009.